Event description:
It was reported that chrome is peeling off the siderail spindle. Reportedly, 2 staff members sustained a cut. Allegedly, one of them required a tetanus shot and another needed dermabond appied to the cut.